Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an x-ray, which revealed that one of the pt's leads had flipped. It was unclear which lead had flipped, or whether this info was correct. It was stated this was "the second time this had happened." No pt symptoms were reported. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. Reference MFR. Report #3004209178201101585.